Event description:
Customer reported that during weekly testing the chamber door opened at 3.0 ata. No patient involved and no user injury reported.

Manufacturer narrative:
Customer reported that during weekly testing the chamber door opened at 3.0 ata. No patient was involved and no user injury reported. Chamber was evaluated by sechrist trained technician and the damage found is indicative of the chamber door not being closed completely prior to pressurizing the chamber. Per user's manual, user to visually verfiy green locking pin is engaged, which indicates door is closed properly, prior to pressurizing the chamber. There is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe use of the device. Therefore, no corrective or preventive actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file no.: (B)(4).